Manufacturer narrative:
The field service representative (fsr) verified the reported issue. As a result, he replaced the small display assembly and display to pump board cable. The unit operated to manufacturer's specifications. The suspect parts were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a flickering screen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020 the team had an incident with their local user interface on their four inch roller pump. They noticed half way through the cpb procedure that the local display was intermittently flickering. The team was able to use the local knob to control the pump, and all function and information was displayed on the central control monitor (ccm) of the heart-lung machine (hlm). The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the reported issue. The small display assembly and display to pump board cable were performed in ambient and cold temperatures but there were no observations of the screen flickering. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.